Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-04801. The patient is implanted with 2 scs systems (cervical and thoracic). It was reported a lead fracture was suspected with the cervical system. As a result, surgical intervention was scheduled as the next course of action to address the issue.. Note: both leads are being reported as it's unknown which lead contributed to the event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-04801. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 whereas the leads were explanted and replaced with new models which resolved the issue.